Manufacturer narrative:
Two (2) actual samples and 1 companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing, including pressure and clear passage, was performed with no issues noted. The reported condition was not verified on the returned samples. However in addition to the actual samples, a video of a sample was provided showing a disconnected male luer. The reported condition was verified through video inspection. The cause of the condition could not be determined on the video sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of the extension set keeps popping off during use. This issue resulted in a leak of an unspecified volume of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.